Event description:
It was reported that a patient was experiencing unspecified problems with their homechoice device. A swap of the device was initiated. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed. A device history record review revealed no issues that could have caused or contributed to the reported issue. The reported problem was identified during the event history log review (as a system error 2240). Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The power on self-test, one hour therapy and calibration tests were performed with no issues noted. The cause of the reported problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed to investigate the reported problem. A review of the device history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported problem. A review of the event history log revealed no failure, malfunction or iipv events that could have caused or contributed to the reported problem. During visual inspection, no issues were found. The power on self-test, one hour therapy test was successfully performed. The results of the sample analysis revealed that the device was serviced according to required procedures and the device passed all tests as per baxter procedures. Should additional relevant information become available, a follow-up report will be submitted.